Event description:
It was that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device was making a noise. It was not reported how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc connector was misaligned. The coupler was worn due to rubbing caused by the misaligned cpc connector.